Manufacturer narrative:
Medical records were provided and reviewed. The patient had an elective laparoscopic gastric bypass surgery and a hiatal hernia repair on (B)(6) 2010. A complete reduction of hiatal hernia performed. The small bowel was transected 20 cm. A jejunojejunostomy and a gastrojejunostomy were constructed. Utilizing an endoscope, a leak test was performed which was negative. A drainage bag was placed, patient reported in stable condition. The following day a bariatric gi study demonstrated an air-fluid level in the remnant stomach. A gastrostomy tube was placed and approximately 2,200cc of dark old blood-fluid was aspirated. This was followed by wound dehiscence and extensive hemorrhage that required an exploratory laparotomy and hemorrhage control. The patient was explored through a midline incision. This appeared to have controlled the hemorrhage. On (B)(6) 2010, an ivc filter was deployed successfully at the level of vertebral body l3 for prevention of dvt and prophylactically. Patient tolerated the procedure well and no complications observed. A second seroma abscess drainage was performed under CT guidance on (B)(6) 2010. An 8 french pigtail drainage catheter was secured and left in place. On (B)(6) 2010, the patient was scheduled for the removal of the ivc filter. It was noted the previously inserted filter had migrated and was in an intracardiac position. The filter was positioned with the hook directed caudally and the legs of the filter directed cephalad towards the main pulmonary artery outflow. The patient was admitted to the ICU and transferred to the surgical heart unit due to the status of the filter. The patient was transferred to (B)(6) hospital for a planned surgical removal of the ivc filter. The filter retrieval took place on (B)(6) 2010. Evaluation through the tricuspid valve revealed evidence of a wire mesh within the papillary muscles and chordate tendineae of the tricuspid valve and extracted. The patient was systemically warmed and weaned from bypass. The patient was transferred to intensive care unit in stable condition. The patient was discharged in stable condition from the hospital on (B)(6) 2010. Liver biopsy: liver was marked macro vesicular steatosis and minimal chronic portal inflammation, aerobic culture/smear: moderate polymorphonuclear cells, few epithelial cells, anaerobic/aerobic culture: tricuspid valve mass surgery: rare polymorphonuclear cells, nasal swab: (B)(6) positive. Left knee arthroscopy (2000), anterior disk fusion of c5, c6, c7 (2002), posterior laminectomy of c4, c7 (2002). Laminotomy of l1, l4 (2005), gastric bypass surgery (2010). (B)(6).

Manufacturer narrative:
No device and no medical images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that approximately one month post vena cava filter deployment, allegedly the filter was identified in the tricuspid valve of the heart. Successful open-heart surgery was performed to remove the filter without incident. The patient status at this time is unknown.

Manufacturer narrative:
A manufacturing review was unable to be performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: heat was applied and the filter took the appropriate shape. Medical records review: as the device was not returned, an evaluation could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were provided. Medical records were provided. The medical records allege the filter migrated and was in an intracardiac position. The filter allegedly was positioned with the hook directed caudally and the legs of the filter directed cephalad towards the main pulmonary artery outflow. Allegedly, an open heart procedure was performed to remove the filter. Based on the medical records, cephalad migration can be confirmed. It was reported that the patient was morbidly obese. Per the IFU, "the safety and effectiveness of this device has not been established for morbidly obese patients. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention." Therefore, it is possible that patient issues contributed to the reported event; however, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention.

Event description:
New informaition received: an unsuccessful attempt to retrieve the filter was made one day prior to the surgical removal of the filter.